Manufacturer narrative:
(B)(4).

Event description:
The receiver was received for evaluation. A visual inspection was performed and the universal serial bus (usb) connector was observed to be contaminated adn has a damaged usb pin. The reported event of an error icon display could not be confirmed due to the condition of the device. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error 69 "call tech support". No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.